Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette and or/ incorrect user handling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that when the cartridge of an abs-10061t arthrex angel prp kit was seated, a laser slight would start blinking. When the cartridge was taken off, the laser light stopped blinking. This was discovered during a procedure with no patient harm. The case was completed with a different kit. Ts done: cleaned off the laser light with a dust free cloth multiple times and turned off the machine and reseated the cartridge. This did not solve the issue, when the cartridge was seated it would start blinking again.